Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The dye study was rescheduled for (B)(6)2017. It was also noted that the physician did choose to wait until the bridge bolus was completed before proceeding with the dye study, the dye study was performed and the catheter aspirated as expected. The patient was having a more positive response to the change in medication. The cause of initial symptoms was not identified. To the rep¿s knowledge the patient did not report any further issue. The results of the dye study had been sent to the managing physician. Patient weight at the time of the event was unknown. There is no additional information to provide at this time. No further complications were reported.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain and lumbar radiculopathy. The patient had been experiencing issues with breakthrough/withdrawal symptoms which begun on an unknown date, the patient did not think the pump was working as well as it used to, the rep did not believe there were any volume discrepancies. A catheter dye study was put on schedule at the end of the week prior to this report date but the rep did not know of any issues at the time. The rep also though the patient moved but did not have any updated information but thought she could obtain the info when she sees the patient. Reportedly the rep called another rep to tell her about the catheter dye study on this report date but patient saw the managing doctor on the morning of this report date, a bridge bolus was done because they changed the intrathecal drug concentration thinking that may help with the patient¿s issues. The patient was new to this clinic and they wanted to confirm the catheter was patent before making dose changes. The rep inquired if the dye study could still be done with a bridge bolus in progress. The rep was to confer with the hcp. No further complications were anticipated/reported